Event description:
It was reported that the patient presented for revision procedure since their right ventricular (rv) lead had increased capture threshold. During the procedure, when the physician attempted to reposition the lead the helix would not spin out. Therefore, the physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and a helix mechanism issue were not confirmed. A complete lead was returned for analysis. X-ray examination of the lead found the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported event of helix mechanism issue was due to over torque of the inner coil consistent with procedural damage. Electrical testing did not find any anomalies.